Event description:
It was reported that during the surgical procedure the acl, at moment the twist and insert the screw in the patient tibia bone, the tip the screw broke. All the pieces were removed from the patient, with a tweezers. There wasn't damage to the patient or delays during the procedure.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question has not been returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product or the pertinent clinical details to consider. As such the complaint is being closed without conclusion.

Manufacturer narrative:
One 9x30mm biosure ha screw was returned for evaluation. Visual assessment of the screw confirmed the complaint of breakage. Approximately 3mm of the distal end of the screw has broken off and was not returned for examination. The screws major diameter and wall thickness was measured and found to meet print specification. Without the pertinent clinical details regarding graft type, tunnel size and patient bone quality an exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: not using a tap in hard bone applications. Not preparing the tibial and femoral tunnels in accordance with the accepted surgical technique. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. This investigation could not identify any evidence of product contribution to the reported complaint. Further investigation is not warranted at this time.